Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Correction b6: the year that the laboratory data were collected was corrected from january 2020 to january 2021. Newly incoming information was received regarding the serial number of the backup controller. Additional products: d1: heartware ventricular assist system ¿ controller 2.0; d4: model#: 1420 / catalog#: 1420 / expiration date: 30-apr-2018 / serial#: (B)(6); UDI#: (B)(4); h4: mfg date: 18-apr-2018. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Correction: d4 a supplemental report is being submitted for a correction. D4 model # corrected from 1103 to 1104 and catalog # corrected from 1103 to 1104. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) and two controllers (con400266, con319636) were not returned for evaluation. The reported high power, vad stop and ¿vad did not restart¿ events could not be confirmed via review of the controller log files since log files were not available for analysis. Information received from the site indicated that, in addition to increased vad power consumption, the patient experienced hemolysis and elevated lactate dehydrogenase (ldh) levels associated with a vad thrombus. The patient received thrombolytic therapy; however, the patient subsequently experienced worsening heart failure and respiratory distress associated with arterial blood gases, for which the patient received veno-arterial extracorporeal membrane oxygenation (ECMO) and was re-intubated for ventilation assistance. It was further reported that the patient subsequently expired due to the vad thrombus and cardiogenic shock. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. Based on risk documentation and available information, the most likely root cause of the high power event, as well as the subsequent vad stop and inability to restart, can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, worsening heart failure, respiratory disfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 con400266 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 controller 2.0 con319636 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller (B)(4), model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device manufacture date : 29-jun-2018, labeled for single use: no; (B)(4). Brand name: heartware ventricular assist system ¿ controller (B)(4), model #: 1420 / catalog #: 1420 / expiration date: unk / serial #: unk, UDI #: asku, device available for evaluation: no, device manufacture date : unk, labeled for single use: no. (B)(4). Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to experiencing a ventricular assist device (vad) thrombus associated with hemolysis and elevated lactate dehydrogenase (ldh) levels, and the vad exhibiting high power consumption, high flow and a high watt alarm. It was also reported that at the time of this event, the patient was compliant with their anticoagulation therapy, warfarin and aspirin, which was considered therapeutic. The patient received thrombolytic therapy and the vad subsequently stopped which was associated with a vad stopped alarm. The primary controller was exchanged with the backup controller and the vad did not restart. A computerized tomography (CT) scan and echocardiogram (echo) were performed. The patient subsequently experienced worsening heart failure and respiratory distress associated with arterial blood gases. The patient received veno-arterial extracorporeal membrane oxygenation (ECMO) and re-intubation for ventilation assistance. The patient subsequently died. The cause of death was reported as vad thrombus and cardiogenic shock.